Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lafosse, l., et al (2010), arthroscopic latarjet procedure, journal of shoulder and elbow surgery, vol. 19, pages 2-12 (france). The study emphasizes on developing an all-arthroscopic technique to confer all of the advantages of the open procedure while using a minimally invasive technique. The patients evaluated on course of this study: between december 2003 and may 2008, a total of 98 patients who underwent an all-arthroscopic latarjet procedure (average age of the patients was 27.5 years; range, 17-54 years) were included in the study. Postoperatively, the patients require no immobilization and may begin full active range of movements immediately. They can return to work as soon as pain allows and to low-risk sports at 3 weeks. For high-risk (throwing) and collision sports, activities were not permitted before 6 weeks. The article describes the following procedure: an all-arthroscopic latarjet procedure. The devices involved were: chia wire, subscapularis channeler and coracoid positioning cannula (depuy mitek), kirschner (k) wire, coracoid 3.5 screw. Complications mentioned in the article: - 4 cases of nonunion of the graft to the glenoid. Of these 4 cases, 2 had originally undergone coracoid fixation using just screw. A further 3 shoulders were found to have lysis around the screws leading to prominence. 4 patients required late arthroscopic screw removal.